Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-mar-2026, a sales representative reported via email that an ar-1588tn-21 tightrope ii abs did not tension fully and exhibited back-and-forth sliding during use. The device was cut out and removed. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm.